Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "were in a case, and opened a loaner set, and the two tensioners would not grab the cable, so could not tighten. Used tensioner form another set and it worked fine."